Event description:
It was reported that the patient's implantable neurostimulator (ins) was revised in (B)(6) 2011 due to "irritation." The ins was moved from the patients' hip to her stomach. The patient recovered without sequelae. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the device "was just in a bad spot for the patient." The reporter stated that it rubbed the wrong way when the patient was sitting or lying down and she was uncomfortable. It was noted that after the device was moved no other actions were needed. No further information was reported.

Manufacturer narrative:
Additional review determined the life-threatening box was checked incorrectly. The event was not life-threatening so this box should not have been checked.

Manufacturer narrative:
Product ID 377660 lot# v021236 implanted: 2007-(B)(6) explanted: na; product typ lead product ID 3776-60 serial# (B)(4) implanted: 2007-(B)(6) explanted: na; product typ lead product ID 37752 serial# (B)(4) product typ recharger product ID 37742 serial# (B)(4) product typ programmer, patient product ID 3708160 serial# (B)(4) implanted: 2011-(B)(6) explanted: na; product typ extension product ID 3708160 serial# (B)(4) implanted: 2011-(B)(6) explanted: na; product typ extension. (B)(4).